Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient tearing her subscapularis a few months after her first surgery. The surgeon removed the turon components without any issues and implanted altivate implants, again with no issues. There were no problems with any products.